Manufacturer narrative:
Multiple attempts were made to obtain photos or samples. Investigation will be reopened if either become available. Device requested but not returned.

Event description:
The opposite end of the twill side (the screw on portion) is falling off. One complaint with this lot was that the screw on side of the kittner was loose. The device was not in use at time of alleged event.